Event description:
It was reported the epg (external pulse generator) locked up. The upper display is blank or has lines running through the display. Output is constant and can not be adjusted. It was also reported there are dashes in the lcd (liquid crystal display) and odd characters and the epg will not turn off. The epg is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the epg (external pulse generator) locked up. The upper display is blank or has lines running through it. Output is constant and cannot be adjusted. It was also reported there are dashes in the lcd (liquid crystal display) and odd characters, and the epg will not turn off. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main printed circuit board. This analysis confirmed the reported event and failures found during servicing of the device caused by foreign material creating intermittent short on data bus connector pins.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board was out of specification. It was also noted that the battery contacts were compressed.